Event description:
Patient underwent full revision surgery. The explanted products were discarded after surgery.

Event description:
Patient presented with high lead impedance and low battery and was referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.